Event description:
The customer reported that an erroneous elevated cardiac troponin (accutni) result, above the assay's acute myocardial infarction (ami) threshold, was generated from an access 2 immunoassay system for one patient. Beckman coulter inc assessment of customer supplied data indicated that upon subsequent serial draws and repeat testing of the original sample (performed on the original instrument); lower results, within the normal reference range, were generated and considered valid. The customer indicated that the same patient generated acceptable and valid complete metabolic panel (cmp), creatine kinase-mb isoenzyme (ck-mb) and creatine kinase results. The initial, elevated accutni result was reported outside of the laboratory and the patient was admitted to the hospital and administered heparin due to the erroneous accutni result. The heparin was discontinued upon the laboratory's amended report. The samples were venous collections into primary plasma tubes with gel separators. The samples were fresh samples which were stored refrigerated and were centrifuged at ambient temperature prior to testing. The samples were normal in appearance with no visible abnormalities. Beckman coulter inc assessment of customer supplied instrument assay performance data indicated that level one and level two quality control results were within one to two standard deviations of the customer's established means prior to the event. A previously executed calibration was accepted as passing and had acceptable percent coefficients of variation. System checks performed both prior to, and after, the event generated results which met instrument specifications. No error messages were posted to the instrument error log in connection with this event. Instrument daily and weekly maintenance was current.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) verified the performance of the analytical module and found no issues. No repairs were performed. A definitive root cause for this event has not been determined to date.